Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2013 product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2013 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider and patient via manufacturer representative regarding a patient who had an implantable neeurostimulator (ins) for failed back surgery syndrome. On (B)(6) 2016 a healthcare provider (hcp) reported that the patient had not used their ins for years because it never helped them. There were no reports of device issues at that time. Later, on (B)(6) 2016 information was received from a manufacturer representative indicating that the patient was not getting good therapy benefit from their system. It was reported that patient had a lead revision in (B)(6) 2013 to improve their therapy benefit, but it did not help. Lack of therapy was reported but no device issues were identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.